Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se with a 6fr sheath after an interventional procedure. Reportedly, after the clip was deployed the device could not be removed as it was stuck within the vessel or tissue track. The access ports were used to successfully to release the device. The clip remained in the patient. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method, per instructions for use: under precautions - do not deploy the cip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report that the device could not be removed from the vessel was confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Per the instructions for use the device should not have been deployed in an area of calcified plaque.